Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture. The patient was seen in the emergency room. The patient's heart rate was noted to be in the 20-30 beats per minute range. Review of stored device memory revealed that rv pacing impedance measurements increased from 540 to 1,790 ohms. It was noted that the patient had been involved in an accident with a recreational vehicle and the change in impedance measurements correlated with the time of the accident. The programmed output was increased to 6.5 volts and capture was obtained. Additional programming changes were made and pacing impedance measurements of 400 ohms were obtained. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.